Event description:
Clinical notes were received stating the patient was experiencing unspecified adverse events and that the patient was referred for replacement surgery due to the events. The notes indicate the device's pulse width was lowered due to the events. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.